Manufacturer narrative:
It was not reported that the rod was explanted during the (B)(6) 2015 revision surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. This report is for one unknown spinal rod. Part and lot numbers were not provided by reporter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that an x-ray taken on (B)(6) 2015, revealed the implanted rod migrated and the locking screw synapse was loose. The initial surgery was performed on (B)(6) 2015. Revision surgery was performed on (B)(6) 2015, and the surgeon confirmed that the rod migrated and the locking screw synapse was cross threaded (not tightened properly) when he opened the wound. The surgeon removed the reported locking screw synapse and inserted another locking screw synapse instead. The surgeon confirmed no cross threading occurred after tightening during the revision surgery. This report is for one unknown spinal rod. This report is 2 of 2 for (B)(4).